Event description:
It was reported that the asymptomatic patient presented for a routine follow-up in clinic. During examination, noise was noted on the right atrial lead causing over-sensing. The noise was reproducible with isometric testing. The lead was then reprogrammed to resolve the anomaly. The patient was in stable condition.